Manufacturer narrative:
Product event summary: image files and the pscc100 loop catheter with lot number 0012615976 were returned and analyzed. The images showed an inverted spiral array and kinked pebax tubing at the distal end. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, an inverted array was observed, the spiral array pebax tube was observed to be kinked and ribbed, and the proximal end of the nitinol array wire was observed to be dislodged from dual lumen. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing revealed an open loop on electrode wires #1 and #2. During microscopic inspection of the array segment, detachment between the electrode wires to electrodes #1 and #2 was observed. In conclusion, the reported inverted array and catheter kink were confirmed during analysis. The catheter failed returned product inspection due to an inverted array, the proximal end of the nitinol array wire being dislodged from the dual lumen in spiral array area, the spiral array pebax tube being kinked, the distal arm pebax tube of spiral array being ribbed, and electrode wire to electrode detachment in the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation cathter, the product was damaged. When ablating around the right superior pulmonary vein (rspv), the catheter did not maintain a good shape, and the nose appeared advanced in the vein with the guidewire out. Despite retracting and rewiring the guidewire back into the left superior pulmonary vein (lspv), the shape did not improve. Attempts to re-loop the catheter by flipping the nose were unsuccessful, and further examination revealed that the standard loop position was compromised, with one part of the loop crossing over another. The loop shaft was found to be damaged at its base, though it was unclear if this occurred before or during extraction. Additionally, the catheter interface cable cic cable experienced an invalid catheter error upon connection, which was resolved by disconnecting and reconnecting the cable. The cic cable was not new but had been resterilized. The case was completed. No patient complications have been reported as a result of t his event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.